Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the customer was in the shower. Also, it was noted that the touchscreen was unresponsive. Reportedly, the customer was unable to press past the "2" button on the screen. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.